Event description:
Complainant alleged that while attempting to treat a pt, the device's display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the device inappropriately rebooted power.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.